Event description:
Meter name: one touch ii, strip name: unknown. Meter code: unknown, strip code: unknown. Strip storage: unknown. Symptoms: unknown. The nurse reported that the pt was unable to get results from the pt's meter and that the pt was seen in ER. The meter allegedly was not powering on. No result was obtained from the meter. There were no results reported from any other source. There was no comparison between the pt's meter and any other device. The treatment was by increasing the pt's insulin dose. No further information has been reported.